Manufacturer narrative:
An event regarding a periprosthetic fracture involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or the device becomes available this investigation will be reopened.

Event description:
Left hip revision of primary that was implanted approximately one year ago by dr. (B)(6) at (B)(6). Cup was put through the acetabulum and migrated further. Head, liner, cup and screws were removed and the stem remained. Update: the original surgery was for a hip fx where a tha was done instead of a hemi arthroplasty. Due to the lack of sclerotic bone in the acetabulum, the first reamer was pushed through the acetabular wall creating a protrusio situation. That is what facilitated the revision. It was no fault of stryker's according to the surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Left hip revision of primary that was implanted approximately one year ago by dr. (B)(6) at (B)(6) hospital. Cup was put through the acetabulum and migrated further. Head, liner, cup and screws were removed and the stem remained.